Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09413. It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was programmed off. During a separate follow-up in clinic, interrogation revealed that the right atrial lead exhibited noise resulting in noise reversion episodes and some inhibition of pacing. The noise was reproducible with manipulation. The leads were explanted and replaced on (B)(6) 2020. The patient was asymptomatic and stable throughout.